Event description:
It was reported that a (B)(6) male underwent a valved conduit replacement after an implant duration of approximately ten (10) years. It was learned that this was due to severe pulmonary valve stenosis. Per the records obtained, the previously placed 20 mm ce porcine valved conduit was excised and a new 25 mm ce valved conduit was sewn into place. The patient was weaned from cardiopulmonary bypass and discharged to home 7 days later.

Manufacturer narrative:
Device not returned. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Based on the available information, the root cause of this event could not be confirmed. However, it appears that the reported stenosis and calcification in this event was most likely due to patient related factors. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Children and adolescents have been shown to have higher rates of bioprosthetic valve degeneration as calcification has been found to be more rapid and aggressive in children and growing adults. This well-known relationship is explained by the pro-calcific metabolism of younger patients, which includes higher levels of blood calcium, phosphate, bone proteins, and enhanced parathyroid hormone and vitamin d metabolism when compared with adults. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.